Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt had non-functional ecgs. The cause for was isolated to the brown (lead 1-) wire in the cable connecting ECG 1 and ECG 2 is broken near the jst connector. The root cause for the broken wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.